Event description:
The customer reported the unit alarmed check vent: blower temperature high. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and they stated v60 alarmed while on a patient. Check vent: heater blower malfunction. The customer does not have the unit available in front of him. The customer will need to get into the significant log and check codes. The customer emailed back and stated there was a code 1122. Recommended parts for a blower assembly, and an mc pcba. Customer also requested pm service with this incident. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time. Per authorized service personnel the motor controller is on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered motor controller board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.